Event description:
A fisher & paykel healthcare representative reported on behalf of a healthcare facility in france that the y-piece connector of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare representative that the y-piece connector of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Corrections: section b3: date of event removed as this was not provided by the healthcare facility. Section e2: health professional ticked. Section e3: occupation updated. Method: the subject rt380 adult dual heated evaqua2 breathing circuit was not returned fisher & paykel (f&p) healthcare for evaluation as it was discarded by the healthcare facility. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the y-piece of the rt380 breathing circuit had cracked during patient use causing a leakage. It was also reported that the subject device was in use for longer than the recommended 14 days. Conclusion: f&p healthcare's investigation was unable to determine the root cause of the reported issue. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: - do not use beyond 14 days maximum duration of use. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.